Event description:
Colonoscopy with post procedure para-abdominal pain; a proximal transverse colon perforation was confirmed [procedural intestinal perforation]. Case description: on (B)(6) 2018, a spontaneous report was received from a physician via a company representative regarding a (B)(6) caucasian male who was being treated with eleview (submucosal injection agent). On 25-oct-2018, additional information was received from a physician and the case was assessed as serious and unexpected. Medical history included that the patient was described as "healthy", had colon polyps, a "recent bout" (relative to (B)(6) 2018) of diarrhea and bloody stool which was likely infectious colitis (all had resolved at the time of the procedure); and a CT (computerized tomogram) scan which showed colonic thickening. Concomitant products included: citalopram 20 mg 1x/day, doxazosin 2 mg at bedtime, loratadine 10 mg 1x/day, losartan 50 mg 1x/day, pravastatin 40 mg 1x/day, ranitidine 150 mg 2x/day and dietary supplements of: saw palmetto 160 mg 2x/day and a multivitamin. On (B)(6) 2018, the patient had treatment with eleview at 5 ml for 2 polyps, during a colonoscopy procedure for polypectomies. On (B)(6) 2018, after the eleview was injected under the base of a 1.5 cm "quite flat" polyp in the proximal transverse colon, the polyp "sort of became a mushroom-shaped lesion." The polyp lifted off the mucosa, but created a "neck," where the snare tended to settle. This "neck" must have made the "conventional hot" snare be too close to the serosa and caused the snare to cut too deep. After excising the lesion (later identified as sessile serrated adenoma), the patient was sent home. After a few hours, the patient complained of para-abdominal pain and was investigated for a perforation. On (B)(6) 2018, after confirmation of a perforation in the proximal transverse colon, the patient was hospitalized and underwent a hemicolectomy and was treated with unspecified antibiotics. The physician felt that eleview contributed to the perforation. On "approximately" (B)(6) 2018, the patient was discharged and as of 25-oct-2018, was making a full recovery. No additional information was provided. Company comment: keeping in mind the physician's data and opinion provided that eleview contributed by way of the technique of usage, the event of perforation is being reported during the use of eleview. Perforation is a known procedure related risk and an expected occasional adverse event during polypectomy. Also, previous literature has suggested that submucosal agents are protective against perforations by actually providing a cushion type effect. The perforation is most likely due to a user error with the other equipment used (for example the snare) rather than the eleview itself. Event assessment: perforation - serious. Reportable.